Manufacturer narrative:
Product development investigation was completed. A visual inspection, and drawing review were performed as part of this investigation. The returned screwdriver was examined and the complaint condition was able to be confirmed as the distal tip of the driver was found to be twisted. The t8 stardrive screwdriver shaft (314.467) is a common trauma instrument, noted in 30 system technique guides including 2.4mm va lcp distal radius, compact distal radius, and modular clavicle plate. In each instance, the instrument is utilized for screw insertion/removal. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision). No dimensional analysis was possible at the distal tip due to post-manufacturing damage. No definitive root cause was able to be determined. However, the failure modes are typically associated with wear and tear and/or rough handling of a 6+ year old multiuse device (device manufactured in 2011). The complaint condition was unable to be replicated due to post-manufacturing damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Additional device product code: kwq device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 314.467, lot # 6634547: release to warehouse date:11-aug-2011, manufacturer: synthes (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the stardrive screwdriver was found twisted in sterile processing. No patient or surgical involvement. This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for complaint (B)(4).